Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2009 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Additional information received on (B)(4) 2011 and (B)(4) 2012. On (B)(4) 2012, follow-up information received qualifies this case as an incident. Study description: study (B)(4), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included 2 elective abortion, ectopic pregnancy and 5 children. Her last menstrual period was on (B)(6) 2009. On (B)(6) 2009, essure (fallopian tube occlusion insert) was inserted for permanent sterilization. Uterine distension was performed. The procedure took 12 minutes. Ostium from both sides were visualized and it was easy to introduce the catheter into the tubes. After insertion, 3 coils were seen in uterine cavity from left side and 2 from right side. Patient experienced pain on left side during placement and pain after procedure. Bilateral placement achieved. On (B)(6) 2010, radiography was done and showed that inserts were symmetric and in good position. An ultrasound was also performed and inserts were seen from the cavity to the horn. Hsg was not performed. At this time, patient complained of pain/cramps. On (B)(6) 2011, patient complained of left pain, painful intercourse and painful and longer menstruations. On (B)(6) 2012, hysterectomy was performed. Additional information received on 09-apr-2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-jun-2015 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 337 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study had essure (fallopian tube occlusion insert) inserted and experienced pain in the left side. This event, seen as pelvic pain, is serious due medical importance and required intervention and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure use. In this case, the insertion was easy but patient had pain on the left side during and after procedure. She complained of pain and cramps at 3 months control and one year later she presented left pain, painful intercourse and painful and longer menstruations. Then, two years after placement, hysterectomy was performed. Considering available information and close temporal relationship, causality with suspect insert cannot be excluded and since hysterectomy was performed, this case is regarded as incident. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow up information received on 01-feb-2016: the patient did not undergo hysterectomy but bilateral salpingectomy following presence of fibroma and uterine polyp. The patient developed endometrial cancer in 2011 and relapsed in 2013. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-feb-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study had essure (fallopian tube occlusion insert) inserted and experienced pain in the left side. This event, seen as pelvic pain, is serious due medical importance and required intervention and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure use. In this case, the insertion was easy but patient had pain on the left side during and after procedure. She complained of pain and cramps at 3 months control and one year later she presented left pain, painful intercourse and painful and longer menstruations. Then, two years after placement, bilateral salpingectomy was performed. Considering available information and close temporal relationship, causality with suspect insert cannot be excluded and since hysterectomy was performed, this case is regarded as incident. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit. Additionally, other serious event (unlisted and unrelated) and non-serious events were reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Updated quality-safety evaluation of ptc received on 13-jun-2016: (B)(4). No device sent for investigation. Per complaint as reported we are unable to relate the adverse events mentioned to a device manufacturing defect. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-jun-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study had essure (fallopian tube occlusion insert) inserted and experienced pain in the left side. This event, seen as pelvic pain, is serious due medical importance and required intervention and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure use. In this case, the insertion was easy but patient had pain on the left side during and after procedure. She complained of pain and cramps at 3 months control and one year later she presented left pain, painful intercourse and painful and longer menstruations. Then, two years after placement, bilateral salpingectomy was performed. Considering available information and close temporal relationship, causality with suspect insert cannot be excluded and since hysterectomy was performed, this case is regarded as incident. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Additionally, other serious event (unlisted and unrelated) and non-serious events were reported.